Event description:
It was reported that the fowler would drift with weight due to leaking motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: to be repaired by customer.